Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 4 bd integra¿ syringes with the detachable needle failed to retract the needle during use. Additionally, there was one reported occurrence of the syringe leaking vaccine medication. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have had multiple reports of the vaccine leaking between the needle and the blue end cap on top of the syringe. Our nurses have stated approximately 4 reports of the needle not retracting at all.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd integra¿ syringes with the detachable needle failed to retract the needle during use. Additionally, there was one reported occurrence of the syringe leaking vaccine medication. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have had multiple reports of the vaccine leaking between the needle and the blue end cap on top of the syringe. Our nurses have stated approximately 4 reports of the needle not retracting at all.